Event description:
Promus premier china registry it was reported that coronary atherosclerotic heart disease occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the 2nd obtuse marginal with 95% stenosis and was 12 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm promus premier stent system. Followed post-dilatation, the residual stenosis was 10%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with coronary atherosclerotic heart disease in the right coronary artery (rca) after percutaneous coronary intervention (pci) and was hospitalized for further evaluation and treatment. At the time of event the subject was on aspirin and clopidogrel. Percutaneous transluminal coronary angioplasty (ptca) was performed with the implantation of 4.00 mm x 16 mm synergy stent in the right coronary artery (rca), a non- target vessel was also revascularized during this hospitalization, and the event was treated medically. Five days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).